Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the ventricular lead. The physician reprogrammed the device, but the oversensing continued. The physician did not act on suggestions by sjm technical services and scheduled the patient for another follow-up. At the subsequent follow-up, the patient refused vf induction testing. No program changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.